Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed no damages or failures on the ccp board assembly. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-03208 and 2134265-2016-03209. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. During pullback, an overload error was indicated and pullback stopped. The physician made several attempts to resolve the issue, however, it was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03208 and 2134265-2016-03209 it was reported that automatic pullback failure occurred. An opticross imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. During pullback, an overload error was indicated and pullback stopped. The physician made several attempts to resolve the issue, however, it was not resolved. The procedure was completed with another opticross imaging catheter. No patient complications reported and the patient status is good.